Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, there were several oversensing episodes which led to inappropriate therapy. The physician wants to know if it is safe to implant a brady lead (sensing and pacing operations only) instead of replacing all parts of the lead (including the high voltage part). Preliminary analysis showed that a lead issue or a lead-ICD connection issue was suspected at ventricular level. Recommendations to perform a re-intervention were sent on (B)(6) 2018. The ICD was reportedly explanted on (B)(6) 2018 and will be returned for analysis.

Event description:
Reportedly, there were several oversensing episodes which led to inappropriate therapy. The physician wants to know if it is safe to implant a brady lead (sensing and pacing operations only) instead of replacing all parts of the lead (including the high voltage part). Preliminary analysis showed that a lead issue or a lead-ICD connection issue was suspected at ventricular level. Recommendations to perform a re-intervention were sent on (B)(6) 2018. The ICD was reportedly explanted on (B)(6) 2018 and will be returned for analysis.